Event description:
It was reported the implantable neurostimulator (ins) prematurely depleted and had reached elective replacement indicator (eri). The ins was programmed in continuous mode. Impedance testing at 0.7v and reprogramming was done. Impedances for electrodes 0 <(>&<)>1 were measured to be less than 50 ohms. Impedances for all electrode pairs including electrode seven were greater than 10,000 ohms. The patient¿s therapy was effective. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury. An ins replacement was planned for (B)(6) 2014. At the time of this report the patient was fine and their therapy was effective.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found the battery was at normal end of life and telemetry and output were okay. The ins had reached an elective replacement indicator (eri) condition when received for analysis. The ins passed functional testing. A longevity estimate was done based on the programmed settings and upper limit settings of the active group b. The estimate indicated a range for 1 month to 11 months to end of service (eos). This was based on the reported impedance of 50 ohms across the active electrodes on the active group b. The estimate was done with 100 ohms since the calculator does not go below 100 ohms. Based on the longevity estimate and that the ins passed functional testing, this device reached a normal eri condition due to a short across active electrodes. When there is a short across active electrodes the battery is pulled down rapidly. After the short is removed or the output turned off the battery recovers. This battery had recovered to 2.970 volts by the time it was received for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.